Manufacturer narrative:
The complaint was confirmed; the stent graft could not be deployed. The root cause of the event could not be conclusively determined; however, the elongation of the graft cover likely contributed to the deployment difficulties encountered. The cause for the graft cover elongation could not be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was inserted in the patient for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. There was moderate tortuosity and moderate calcification in the iliac arteries. It was reported that the endurant iis delivery system was advanced to the intended landing location, however when the physician rotated the blue handle to deploy the stent graft, the marker band on the sheath cover did not move. Since the graft cover did not retract, the endurant delivery system was removed for the patient undeployed. Another (B)(4) device was used to successfully treat the patient. The physician does not know the exact cause of event; however, it maybe device related. No additional clinical sequelae were reported and the patient is fine.